Manufacturer narrative:
Investigation completed on 12/07/2016. Device history review. Trend analysis. Failure analysis. The DHR review verified no anomalies that could be associated with the complaint. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor being released. Service history review: the service history review verified no anomalies that could be associated with the complaint were observed. Trending analysis: a review of the customer complaints was completed using the following key word ¿camcabl¿ as a root cause in the search criteria. The review encompassed dates 28 oct-15 to 30-nov-16. The review identified (B)(4) is the single complaint occurrence for serial number (B)(4). The complaint occurrence rate for the reported failure is (B)(4). The failure analysis evaluation verified the complaint as valid, the cause was identified as the customer¿s camcabl was defective and required to be replaced. The cam02 monitor was verified as performing to specification. Conclusion: the evaluation verified the complaint as valid; the cause was identified as the customer¿s camcabl was defective and thus resulting in the complaint incident. Based on failure analysis investigation no corrective actions are deemed necessary for cam02 monitors.

Event description:
The cam02 inter-cranial pressure and temperature monitor was displaying an icp of 60mmhg. The ils sales specialist spoke to the surgeon when he was zeroing it. He said that he zeroed the 1104b, and immediately after, the reading shot up to an icp of 60mmhg. It would not move off of that reading of 60mmhg even with the key. A second catheter was opened and the same thing happened. The device was in use on a young male patient. There was no patient injury. The device was placed in the patient in the operating room (or) and the bolt was changed during that time. Later a medical revision was required while the patient was in the intensive care unit (ICU). The bolt was replaced and the monitoring unit was exchanged.